Event description:
It was reported that the subject ICD was removed due to (B)(6) infection. The ICD will be returned for analysis. Preliminary analysis showed that the subject ICD was sterilized and released according to applicable standard operating procedures.

Event description:
It was reported that the subject ICD was removed due to (B)(6) infection. The ICD will be returned for analysis. Preliminary analysis showed that the subject ICD was sterilized and released according to applicable standard operating procedures.